Event description:
The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information / correction. D4 model no: - correction. D4 lot no: - correction. D4 expiration date - correction. D4 UDI: - correction. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: - additional information/ correction. H4 device mfg date ¿ correction. H6: additional information / correction. H10: corrected data.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2025-087370 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable. B5: describe event or problem - correction h2 type of follow up - correction

Event description:
After submission of the initial MDR product was received on 4/29/2025 it was determined this complaint is not reportable per corpft-140202.